Manufacturer narrative:
Hansen medical inc. Field service personnel concluded that the e-stop switch or cable was potentially susceptible to intermittent contact. Field service personnel replaced the e-stop button. After replacement, the system passed all required tests.

Event description:
Customer reports that a system e-stop event occurred and that the customer did not touch the e-stop switch. Customer reset system following standard procedure. Case continued and treatment concluded successfully. No adverse event reported.